Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error 41622. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the device had a bad motor. The motor had large debris stuck in gears stopping motor. The debris was cleared.